Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of regw2246 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (regw2246) have been reported from the same facility.

Event description:
It was reported by the customer ¿one of our PICC nurses noted air being introduced into the wire connector adapter of the line upon aspiration during assessment of blood return on three single lumen 4 french piccs.¿ this report addresses the first device.